Event description:
It was reported that noise that resulted in over-sensing and pacing inhibition was observed on the right ventricular (rv) lead and device. The cause of the event was due to insulation damage on the rv lead which was visually confirmed. During the replacement surgery, there was moisture observed on the header of the device. The device was explanted, the rv was capped, and both the device and rv lead were replaced to resolve the event. The patient was stable.